Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the left forearm. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. The first inflation was performed at 20 atmospheres and maintained for 2 minutes. During the second inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.